Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with an infection on pd catheter (not a fresenius product). Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. It was confirmed this was not a pd catheter infection. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). No culture results were available. The patient¿s hospital records have not been received by the clinic. The clinic has not been able to obtain information from the patient, who has been difficult to get in touch with since the ER visit. The patient is reportedly not completing pd treatments. The patient stated the hospital instructed her not to complete pd treatments. The pdrn stated the hospital would not instruct the patient to withhold dialysis. The patient has a history of non-compliance with treatments. Therefore, it is unknown if the patient is compliant with the antibiotic therapy. The cause of the peritonitis has not been confirmed due to the culture results not being available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with an infection on pd catheter (not a fresenius product). Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. It was confirmed this was not a pd catheter infection. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). No culture results were available. The patient¿s hospital records have not been received by the clinic. The clinic has not been able to obtain information from the patient, who has been difficult to get in touch with since the ER visit. The patient is reportedly not completing pd treatments. The patient stated the hospital instructed her not to complete pd treatments. The pdrn stated the hospital would not instruct the patient to withhold dialysis. The patient has a history of non-compliance with treatments. Therefore, it is unknown if the patient is compliant with the antibiotic therapy. The cause of the peritonitis has not been confirmed due to the culture results not being available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid encountered within the cassette compartment. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. Function/display test passed. Valve actuation test passed. System air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Mushroom heads check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.